Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during a surgical procedure, the jaws of the device would not reopen while applied to pt tissue. To remove the device from the tissue, another device was used to resect the tissue directly adjacent to the jaws of the locked device. There was no pt injury, and another device was used to complete the case.